Event description:
New information received notes that the device was explanted and replaced due to eri. The patient's condition was good.

Event description:
It was reported that the patient received inappropriate hv therapy due to post-sensed t wave oversensing. Programming changes were made. Subsequently, the t wave oversensing recurred and the patient received inappropriate atp therapy. Additional, programming changes were made.

Manufacturer narrative:
.